Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings. The wand was able to generate intermittent plasma. The output did not performed as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided images shows the original packaging confirming part number and lot number. The second and third image shows a used wand outside of the packaging. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the reported event include: 1)the wire broken inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a tonsillectomy and an adenoidectomy surgery, the evac 70 xtra hp wand output was poor. The procedure was successfully completed using a back-up device. A delay greater than 30 minutes were reported. No patient injury or other complications were reported.